Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Solidified media were also present inside the balloon material. A segment of blade was also found to be missing from one blade. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located under the blade pad at approximately 4mm proximal to the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. During the mandrel removal process post soaking in the cis analysis lab, this device was damaged. The tip of the device became separated from the balloon portion and the portion of tip inside the balloon became stretched. Stretching of the shaft polymer extrusion was also noted post the removal of the mandrel. A segment of blade was missing from one blade; no issues were noted with the pad of this blade. All other blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no damage on device return however stretching to the shaft polymer extrusion and the tip inner inside the balloon were caused during the removal of the mandrel post bath soaking in the cis analysis lab. The markerbands and tip of the device were visually and microscopically examined on return to the cis and no issues were noted with the device that may have potentially contributed to the complaint incident. However, during the removal of the mandrel post bath soaking, the tip of the device was detached in error. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure. It was further reported that the detached blade was not left inside the patient.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.